Event description:
Nurses at fmc accidentally restocked the 1.2mm variax hand screw module with 1.2mm screws. The plastic caddy is identical between cmf and variax hand screws.

Manufacturer narrative:
The actual device is not available to stryker for eval, because it is implanted in pt.